Manufacturer narrative:
The investigation confirmed that a lower than expected vitros ipth result was obtained from a patient sample using a new ipth reagent lot when compared to a vitros ipth result obtained from a different reagent lot of ipth on a vitros 3600 immunodiagnostic system. The most likely assignable cause of the affected patient sample results was improper sample handling. Per the vitros ipth instructions for use (IFU), ¿sample stability data obtained during assay design shows the ipth recover decreases as the age of the sample exceeds 2 days.¿ the lower than expected vitros ipth results obtained from the testing of the affected samples using reagent lot 0640 was most likely due to ipth fragmentation in the affected samples. Based on vitros and non-vitros quality control results, there was no indication the vitros 3600 immunodiagnostic system or vitros ipths reagent lot 0640 malfunctioned.

Event description:
The customer obtained a lower than expected vitros ipth result from a patient sample using a new ipth reagent lot when compared to a vitros ipth result obtained from a different reagent lot of ipth on a vitros 3600 immunodiagnostic system. Sample result lot 640 result 41.6 pg/ml vs. Lot 0630 result: 60.4 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The lower than expected patient result was not reported outside of the laboratory. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).